Manufacturer narrative:
Other, other text: device evaluation: reported device was returned for evaluation. The investigation found that the unit reached an operating pressure of 280 to approximately 300 mmhg in four minutes. It was found that the pressure regulator was faulty with an inconsistent pressure output. It was also found that chamber with serial number 44005789 required calibrating of the pressure relief valve and serial number 44005788 was leaking from the deflate valve connection. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the pressure chambers were failing to hold pressure when using the level 1 trauma fast flow system. There was no patient involved.